Event description:
It was reported that the ¿top portion of it is definitely very superficial¿. It was noted that it ¿certainly fits a little bit of an angle¿ and ¿gets deeper as it kind of goes down towards the waistline¿. It was reported that pocket site used to be swollen but at the time of report there was no swelling. It was reported that the patient had difficulty charging.

Event description:
It was reported that there were possible coupling and/or communication issues reported on (B)(6) 2013, about three weeks post implant. Reportedly the patient and manufacturing representative, at this time, were only able to get 'two or less coupling bars.' The antennae locate (al) test was performed and the numbers were 'between 56-58.' It was noted the patient had 'a lot' of swelling over the device following surgery, but had since then 'gone down considerably." Further information provided on the date of this report indicated the patient's device pocket underwent revision on (B)(6) 2013. It was said that the device 'settled down' post implant, to a depth that did not warrant sufficient coupling and recharging performance. An ultrasound confirmed the depth of the device and it was reported that it 'sat on a plane that varied from 1.1cm, at the most shallow point, to 2.6 cm at its deepest point.' Since the revision, the patient was able to recharge the device 'well.'

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)